Event description:
It was reported to medtronic minimed that the customer reported damage back of his insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and found damage back of the pump. No harm requiring medical intervention was reported. Mmt-1884 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for alleged cosmetic damage located at the battery compartment found on (B)(6) 2023. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, cracked battery tube threads, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, partially broken retainer, stained keypad overlay and missing display cover. Cosmetic damage was confirmed at battery compartment during analysis. Damage confirmed at retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.